Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in germany as follows: it was reported that on (B)(6) 2021, during an unknown procedure the reamer head broke, and the drive shaft was defective. The defective drive shaft could not connect with another reamer. Fragments were generated and all fragments were removed from the patient. There was not enough patient spongiosa; therefore, donor spongiosa had to be used with the patient¿s spongiosa. There was no surgical delay. The surgery was completed successfully. Patient status was reported as good. Concomitant devices reported: drive shaft f/ria 2 l520 (part number 03.404.035, lot unknown, quantity 1). This report involves one (1) 13.0mm reamer head for ria 2 sterile. This is report 1 of 2 for (B)(4).